Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula, broken part is missing. Unable to confirm customer received sensor in said condition due to sensor being returned in an opened/used condition.

Event description:
The customer reported via phone call that the sensor would not connect to the insulin pump. Blood glucose level at the time of the incident was 90 mg/dl. During troubleshooting, the sensor had a broken piece when removed. Customer stated that the sensor cannula was not intact. The sensor was returned for analysis.